Event description:
The patient reported symptoms of sore throat, swollen glands (neck) and difficulty in breathing. The patient reported regularly taking medication mirtazapine (depression and post-traumatic stress disorder). The patient did not report requiring any medical intervention due to the reported symptoms. The patient reported taking anti-histamines (unspecified, over the counter) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the patient is currently getting better. The treating doctor considered the event to be serious or life-threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated, as the product performed in accordance to the specifications and the device was used in accordance with the labeled indications. The patient reported symptoms of sore throat, swollen glands, and difficulty breathing. The treating doctor considered the event was serious or life threatening to the patient. Based on the information recorded this incident is being reported as an MDR.